Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval), e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the failure, then replaced the ECG cable. The device passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had no ECG signal output and the ECG lead wire was damaged and no ECG waveform was produced. There was no patient involvement and no harm or injury reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (event site address).

Event description:
N/a